Event description:
Reporter alleged, the customer obtained a blood glucose result of 394 mg/dl on the advantage system while experiencing hypoglycemic symptoms and using expired strips. Reporter stated the customer called emergency services, they arrived and tested him with a result of 104 mg/dl within one hr. Reporter stated, the customer was taken to the hospital and treated with a glucose injection called d5w. She reported the customer was released several hrs later and no other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.